Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure harmonic ace instrument passed the test only after two attempts during the initial testing, and the blade broke in less than five minutes of use. The procedure was completed with no reported injury.

Manufacturer narrative:
Section b5 additional information: the customer reported they were performing a liver resection when the blade broke with half of the blade detached. There was no instrument collision. A fragment did fall into the patient and was retrieved during the same procedure. The instrument was inspected prior to use. Section h11 additional information: the harmonic ace instrument was returned and evaluated by the failure analysis team. The instrument curved blade was broken at the base, with a piece approximately 0.479in x 0.070in broken off. The broken piece was not returned. Components adjacent to the broken blade did not show damage. The provided media was reviewed, and it was consistent with the failure analysis finding; a piece of the curved blade was broken off during intraoperative use.

Event description:
Refer to h11 for follow-up information.